Manufacturer narrative:
D9 - date returned to mfg: 1/22/2026. Customer¿s complaint of device flow rate is failing was not duplicated or confirmed in history. Tested device by running a delivery accuracy test per tsm. Protocol of 200 vtbi over 10 ml. Device passed with 20.8ml which is in the passing guidelines of 19-21ml. Review of device alarm log history found no similar events. Visual inspection confirmed damaged fluid shield and worn power supply. Device was also received for repair with a non-ICU battery. Replaced fluid shield, power supply, battery. Battery change softkey was pressed. Probable cause is no problem found. Parts were replaced out of precaution.

Manufacturer narrative:
The device is reported to be available for evaluation, however it has not yet been received.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the flow rate was failing, as it is extremely low volume. The reporter stated that it doesn't give any errors though, only giving a measured volume of about 1.5, after setting up the rate of 200 ml/hr and volume to be infused of 10 ml. Patient involvement was reported; however, harm was reported as a consequence of this event. No other information is available.